Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found that the distal end was stretched.

Event description:
It was reported that during a procedure, a lead tip appeared to be separated from the rest of the lead. It was inserted and each time it would bend and not insert appropriately in the sacral space. The issue did not resolve and the cause of the issue was not determined. The lead was not implanted and a different product was used. There were no patient symptoms associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.